Event description:
Health has gradually gone downhill since the implants, thyroid issues, brain fog and memory issues, weight gain, tmj, severe dry eyes and allergies to many new things including adhesives, metals and many grasses and environmental allergens. Discovered I have a gene that makes me sensitive to silicone that was never told could be an issue or what tested for it before the implants. FDA safety report ID # (B)(4).